Event description:
It was reported that an error 5 occurred during prerun. The device was replaced and error occurred again. The handpiece was replaced and error 5 occurred. The device was replaced with another device and error 5 occurred. The system was rebooted and the third instrument and the second handpiece worked. At that time the case was started and complete successfully without any patient consequence.

Manufacturer narrative:
Evaluation summary: both devices (2) was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand pieces and the instruments.